Event description:
The customer stated that she performed control tests and received results of 187 and 192 mg/dl. The normal range was 94-130 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.